Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" message was reported with the adc device, and the customer was unable to obtain sensor readings. The customer became tired, felt weak, experienced stomach aches, and lost consciousness, requiring treatment of additional insulin (type unknown) by a third-party. There was no report of death or permanent injury associated with this event.